Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter could not be identified and a definitive root cause of the reported grey matter/foreign material in the biopsy channel could not be determined, however, it is likely that the issue was due to damage observed at the bending section distal end, resulting in the retention of and inability to remove foreign matter. The event may be prevented by following the instructions for use which state: ¿inspection of the endoscope¿ ¿3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. An evaluation of the returned device revealed leak in the biopsy channel. There was gap of adhesive on the distal end, the probe was loose and there were minor scratches on the distal end. A flickering image was displayed due to fluid invasion. Fluid and corrosion was found in the control body, scope connector, and ultrasound connector. Play of the control knobs was noted, and adhesive of the bending section cover was damaged. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope was leaking a gray matter after manual cleaning and reprocessing the device twice. It was unknown what the gray matter was. The intended procedure was therapeutic. There was no patient involvement.

Manufacturer narrative:
This report is being submitted for additional information received regarding reporter occupation.